Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was difficult to position at implant. It was noted that multiple attempts were made to place the lead in a stable position in the right atrium. The lead was positioned and sewn into place by the physician and the pocket was closed. Immediately following pocket closure it was noted that ra thresholds were high and a lead dislodgement was suspected. The pocket was reopened and the lead was explanted and replaced. No patient complications have been reported as a result of this event.